Manufacturer narrative:
There was no patient involvement. Livanova (B)(4) manufactures the heater-cooler system 3t. The event occurred in (B)(6). Livanova (B)(4) requested further information about the reported event but it was not made available. However, if any additional information pertinent to the reported event is received, it will be provided in a supplemental report. Device not yet evaluated

Event description:
Livanova (B)(4) received a report that an error was displayed on a heater-cooler system 3t device during procedure. There was no patient involvement.